Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and this implantable right ventricular defibrillation lead experienced a syncopal episode. Out of range shock impedance measurements were reported, however there were no stored episodes and all other lead measurements were good. A boston scientific sales representative was able to reproduce the out of range shock impedance measurements by pressing near the header of the device. Normal shock impedance measurements were observed when pressing on the bottom of the device. The device was later explanted due to normal battery depletion and was replaced with another manufacturer's device. When the device was explanted there was a concern a portion of another manufacturer's left ventricular (lv) lead was stuck in the device header. The lv lead was reused in the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services (ts) consultant suspected there may be a loose setscrew from a recent lead revision procedure. The local area sales representative was contacted for additional information, but was unable to provide additional detail. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.